Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Ventricular capture management weekly trend data shows average threshold measurements of 0.875 v to 1.25v through (B)(6) 2015 then measurements began to increase and vary with averages of 2.0 v up to greater than 2.5 v starting by week of (B)(6) 2015.

Event description:
It was reported that the patient experienced feeling pain in the back and neck. There was problem with high threshold. The device was amplitude was adjusted and remains in use. No patient complications have been reported as a result of this event.